Event description:
It was reported that during a stent graft placement procedure, the clear tapered tip was allegedly detached from the delivery system. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation and image was not provided. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential complications and adverse events. Under delivery system specific events that could be associated with clinical complications the instructions for use state '(...) Detachment of parts, incompatibility with accessory devices,(¿)'. In regards to pta the instructions for use state: 'pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated'. Holding and handling of system was found described, in particular the instructions for use state: 'do not touch the distal catheter assembly (i.e. The dark brown catheter segment) during covered stent deployment since this may interfere with covered stent deployment and may lead to misplacement'. Under required material the instructions for use state: '0.035 inch guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system (...) Introducer sheath with appropriate inner diameter', and the packaging pictograms indicate the use of a 6f introducer. In regards to flushing, the instructions for use state: 'flush the delivery system through the luer port at the proximal end of the handle with sterile saline until the saline exits the tip of the system' h10: b5, g3, h6 (device). H11: g1. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the clear tapered tip was allegedly detached from the delivery system. It was further reported that the device was allegedly difficult to remove. There was no reported patient injury.